Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and another pump error. The customer¿s blood glucose levels were 200 mg/dl and 336 mg/dl. The customer reported that the insulin pump had a broken force sensor was detected during seating or regular delivery error. The customer also reported that there was an open book image on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.